Event description:
Eight months post index procedure, the patient experienced 90% intrastent restenosis. A repeat percutaneous transluminal coronary angiography (ptca) was performed on the distal rca with two taxus stents (3.0 x 28mm). This patient was admitted to the hospital on october 3, 2005 where angiography revealed vessel disease. The target lesion was a chronic total occlusion (cto), tapered distal right coronary artery (rca). The lesion was pre-dilated at 12 atm and two bx sonic stents were implanted (3.0 x 18mm and 3.0 x 28mm). A third bx sonic stent (3.5 x 8mm) was implanted in order to achieve complete coverage of the lesion. The patient's medications at baseline include: aspirin, ticlopidine, statins, nitrates and ca++ antagonist.

Manufacturer narrative:
This female in the trial experienced restenosis of three bx sonic bare metal stents. Restenosis is a potential adverse event associated with coronary artery stenting. The primary objective of the study is to compare the cypher select sirolimus eluting stent (ses) with the sonic bare metal stent (bms) in the treatment of the chronic total occlusion lesions (cto). Medical history that may have increased her risk for major adverse cardiac events included hypertension and hyperlipidemia. The target lesion in the distal rca was described as non-calcified and tapered with timi 0 flow. Three bx sonic stents (3.0/18mm, 3.0/28mm and 3.5/8mm) were implanted for a potential stented length of 54mm. Few other clinical details were provided; it is not known if the stents were overlapping or fully apposed to the vessel wall. At the scheduled 8-month follow-up, the stented segment was found 90% restenosed. Treatment included 2 taxus stents. No further events were reported. No product could be returned, as they were still implanted. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the available information, vessel/lesion characteristics (very long totally occluded lesion) may have contributed to the event. Please note: this is one of three medwatches associated with this adverse event. The following are the mfg. Report #'s: 9616099-2007-01180, 9616099-2007-01181 and 9616099-2007-01182.